Event description:
It was reported by the customer that the pyxis medstation es system drawer failure and the refrigerator door would not open. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that latch on the remote manager and the contacts were corroded. A field service engineer, sanded and greased the latch contacts to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information was not associated with medstation.